Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, when the surgeon closed down on the tissue they heard a cracking noise. The surgeon then fired across the tissue and the device locked down and would not open. He did not use undo pressure when firing the device, but feels it went through the lockout. The surgeon then had to cut the device loose from the tissue to remove it. The surgeon then used another device to complete the procedure with no patient consequence reported.

Manufacturer narrative:
Date sent: 06/24/2009. Firing trigger teeth. The analysis showed that the lts60a device was received with the firing trigger jammed halfway not permitting the device to open properly. The device was returned with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional, as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A batch record review was performed and no anomalies were found during the manufacturing process.